Event description:
Clinical trial. Same case as MFR# 6000089-2006-01960, -01959, and 6000093-2006-01784. It was reported that 137 days post index procedure, the patient expired. The index procedure treated 4 lesions. Lesion 1 was in the distal right coronary artery (rca). The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. Lesions 2 and 3 were in the distal circumflex (cx). The physician direct stented the lesion with a 3.0 x 28 mm and a 2.5 x 20 mm taxus express2 stents. The stents did not overlap. Lesion 4 was in the proximal left anterior descending artery (lad) and was totally occluded. This was a bifurcated lesion with the first diagonal, but the physician chose not to treat the first diagonal portion. The physician then direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. There was no severe calcification or tortuousity in any of the lesions. The patient received heparin, abciximab, and nitrates during the procedure. Residual stenosis was less than 30% in all lesions post index procedure. Post procedurally, the patient did experience elevated troponin labs. This resolved without residual effects. The patient was discharged 2 days later on aspirin and plavix. Around day 130, the patient reportedly experienced peritonitis. The patient also experienced purulent bronchitis and a perforation of a sigmoid diverticula. The patient expired on day 137; cause of death from autopsy listed as septic shock due to purulent and firineus peritonitis. In the opinion of the physician, index procedure or study device.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The reported batch number 8317644 was reworked from top assembly batch number 8172859. The manufacturing records for top assembly bacth 8172859 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulities experienced during the procedure could not be determined.